Event description:
It was reported that during a clinic visit this implantable cardioverter defibrillator (ICD) was observed to have delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) called technical services (ts) and requested review of stored ventricular episodes. Upon review, ts confirmed that the five bursts of atp and one shock therapy were inappropriate. Ts discussed reprogramming options with the hcp. At this time, the ICD remains in service. No adverse patient effects were reported.